Event description:
It was reported, the doctor positioned the coil perfectly and at the moment of positioning the physician wished to recapture it to position it better and the coil started to disintegrate. The radiologist took the decision to drop the coil and to push the disintegrated part of the coil with a terumo guide. The patient had minor harm.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported, the doctor positioned the coil perfectly and at the moment of positioning the physician wished to recapture it to position it better and the coil started to disintegrate. The radiologist decided to intentionally drop the coil and to push the disintegrated part of the coil with a terumo guide. The coil was intentionally detached with no harm to the patient and no clinical consequences.

Manufacturer narrative:
The coil was intentionally detached with no harm to the patient and no clinical consequences. Implant date device was implanted the device was implanted in the patient and not available for return to the manufacturer for evaluation. Procedural or medical imaging was not provided. The alleged product issue/event as described could not be confirmed. Device was implanted.